Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor. Results and conclusion summation-quality engineering reviewed the incident info. Arrhythmia and thrombosis, as listed in the IFU, are two known adverse events associated with coronary stenting. "The safety and effectiveness of pixel stents have not been established in: pts with a recent acute myocardial infarction where there is evidence of thrombus or poor flow."

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: stent thrombosis requiring medical intervention. Device issue: none. It was reported that the target lesion was the proximal to mid-proximal lad of a pt who had acute coronary syndrome (acs). Another company's stent was directly stented in the proximal lad and no problems were noticed. Another lesion was found distal to the lesion where the stent had been deployed; therefore, a pixel stent was deployed in the proximal mid lad. Between the other company's stent and the pixel stent, there was a gap. Again, no problems were noticed. The final angio was performed. In the area where the other company's stent had been implanted it looked unclear, even though the procedure was completed. After the procedure was completed, (some time the same day) the electrocardiogram st-wave rose. The pt was sent back for percutaneous coronary intervention (pci). When the angio was performed, the distal portion of the deployed pixel stent had a total occlusion and sub-acute thrombosis (sat). Balloon angioplasty was performed and the blood started flowing. The procedure was completed. The pt is stable now. No add'l event or pt info was available.